Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: the black box shows evidence of partially discharged batteries being installed on (B)(6) 2007. The pump powers with returned battery cap to a dim discolored display. The battery cap is able to fully tighten. Battery compartment crack observed below grip pad. Pump case cracked in upper rh corner of display area. Current draws were within specifications. A "battery life" issue was not duplicated during the investigation. Investigators removed pump case and disassembled pump and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).